Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing over to pyxis. A technical support specialist (tss) confirmed that after the meeting, it was understood that hospital information technology (it) had taken steps to reduce changes between each delta synchronized leading up to the downtime window, aiming to resolve extended job completion times seen previously. Tss confirmed server¿s storage was moved from spinning disks to solid-state drives, which significantly reduced latency. Although delays persisted, sacred heart bay hospital provided an example that showed no issues on the bd side. Pharmacy and hospital it agreed to a larger downtime window to accommodate potential delays during vm migration and allow for controlled backout if needed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary orders were not crossing over to pyxis. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary orders was not crossing over to pyxis. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.